Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the hospital's equipment staff replaced the ventilator tubing, and filter cotton to resolve the issue. The device was returned to service. The km was unable to provide any further details regarding the parts that were replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator failed to trigger ventilation. The device was in clinical use when the issue occurred; use of the device was discontinued. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
E1:(B)(6).